Manufacturer narrative:
This is a female patient was scheduled as a cataract extraction with intraocular lens implant (iol) on the left eye (os). During the nucleus removal a corneal burn occurred. The patient was not hospitalized. The surgeon has confirmed that (he/she) is not sure why or how the event occurred and stated that the nucleus was ¿not that dense.¿ the nucleus was listed as a 2+-3+ nuclear sclerotic lens (ns). The surgeon indicated there were no previous medical or ocular histories indicated. Pre-operative data: the patients best corrected visual acuity (bcva) was listed as 20/50. The patient¿s pupil was measure before and after dilation, 3mm undialated to 6 mm dilated. Operative data: during the case there was no wound leakage or gap and there were no sutures required to seal the wound. There were no issues with a shallowing chamber, nor was there an occlusion bell heard during the case (per the surgeon). Post-operative data: the uncorrected (ucva) was listed as 20/30+. It is currently unknown whether or not that patient has any induced astigmatism. However, the surgeon has confirmed that a corneal opacity did exist during the port-operative checkup. The company representative examined the system and did not mention replicating anything that would have contributed to the reported event. The system was tested and was determined to have met product specification. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. System the system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 4, 2008. Based on qa assessment, the product met specifications at the time of release. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(6) patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. Hp the handpiece was examined and there was no mention of anything being attributed to the reported issue. There was no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The handpiece was manufactured on may 20, 2016. Based on qa assessment, the product met specifications at the time of release. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse manager reported that a patient experienced a thermal burn during a cataract extraction with intraocular lens implant (iol). It is reported that this was a mild burn that required no intervention.